Event description:
It was reported that towards the end of the surgical procedure the "blade" of the harmonic shears insert fell into the pt. The "blade" was retrieved and the planned surgical procedure was completed using a replacement instrument and insert. The "blade" was disposed of by the hospital. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
There are no components in the harmonic curved shears instruments or inserts that meet the definition of "medical sharps". Per the customer reported complaint, it has been concluded that the "blade" referenced by the customer is actually the clamp arm of the harmonic curved shears insert. Because the harmonic curved shears insert is not being returned for eval, the cause of the customer reported complaint cannot be determined.